Event description:
During product evaluation, the pump's main batteries were identified as having thirteen discharges below the alarm threshold. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 05, 2007. Evaluation summary: the condition of the pump's main batteries identified as having thirteen discharges below the alarm threshold was confirmed during product evaluation. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.